Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that the center nut of the crosslink broke during surgery. The procedure was completed with another connector of the same size.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the xia 3 titanium multiaxial crosslink was confirmed by a visual inspection to have a broken rivet bolt head. A manufacturing review did not reveal any discrepancies. The proper hex driver was used (48230122) by the surgeon to tighten/loosen the center nut. The most likely cause of this event was due to this excessive force applied by the surgeon while tightening or loosening the center nut. However, this cannot be conclusively determined. Conclusion: the most likely cause of this event was due to this excessive force applied by the surgeon while tightening or loosening the center nut. However, this cannot be conclusively determined.

Event description:
It was reported that the center nut of the crosslink broke during surgery. The procedure was completed with another connector of the same size.